Event description:
Harmonic scalpel device was used during the procedure, white pad on the disposable instrument split and came off of the instrument. The disposable device was removed from the field with all parts accounted for, and replaced with a new disposable device. The second device was used without incident. No harm to the patient. Ethicon tech was called and updated.